Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
A pulsar-18 t3 stent system was chosen for treatment of a moderately calcified pre-dilated lesion in a mildly tortuous sfa. After the device was advanced, the stent could not be released and the device was therefore removed.